Event description:
Primary stability not achieved, no thread tap used, smoker, complication in site preparation (bone quality very poor), inadequate bone quality/quantity, bleeding, mobility. Alveoli healed very poorly despite 6 months of healing time. Pf 4.5, then pf 5.0 but no primary stability achieved. (B)(6) are the same patient.